Manufacturer narrative:
(B)(4). Internal file number (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined the reported difficulty appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device. The nc traveler is currently not commercially available in the u.s.; however, it is similar to a device sold in the u.s.

Event description:
It was reported that the procedure was to treat a non-tortuous, moderately calcified in-stent restenosed (isr) lesion in the mid left anterior descending coronary artery that was 90% stenosed. A 3.25 x 12 mm nc traveler balloon ruptured during pre-dilatation on the first inflation at 6 atmospheres. Loss of gauge pressure had been noticed during inflation. The device was replaced with a 3.0 mm non-slip element (nse) balloon to continue the procedure. A 3.0 x 15 mm xience stent was successfully deployed, and post-dilatation followed with a 3.5 mm nc balloon. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.